Event description:
Overdelivery due to user misprogramming reported. The pump was to be set for meperidine 10 mg/ml. Pca dose of 20 mg, pt lockout of 6 minutes and a 300 mg 4 hr limit. A 30 mg loading dose was administered. A nurse inadvertently set the pca dose for 200mg. The pt tolerated the loading dose well, but when a pca dose was requested she received 200mg meperidine. She became obtunded and had periods of apnea. She required ambu bagging with oxygen and three doses of narcan. She reportedly recovered without adverse sequelae.